Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged as it appeared to have pulled back from the apex and also exhibited high thresholds. It was also reported that the right atrial (ra) lead had lost the "j" shape, dislodged as it had pulled back to mid atrium and exhibited high thresholds. Both the leads were explanted and replaced. No patient complications have been reported as a result of this event.